Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was changed from primeadvanced to vanta in (B)(6) 2024, and the patient saw an "eri" message on their controller. The patient complained about the short duration of the ins; their previous primeadvanced ins lasted more than 4 years. The patient's vanta programming was the same as their primeadvanced ins, and impedances were within range. They had been programmed with 2 cathodes, 1 anode, pulse width 300, frequency 100 hz, and cycling mode was not enabled; these were energy consuming parameters. The representative reprogrammed the patient's ins; they reduced the frequency, changed the plot programming, and set up cycling mode. The representative reached out to tech services to inquire regarding the lifespan of the vanta ins vs the primeadvanced ins. The tech services agent used the settings the representative shared, and it seemed that the longevity calculation was a good approximation with the real one. The agent noted that with the introduction of cycling and the reduction of the stimulation settings, the longevity was "sensibly" increased. The agent advised the representative to use demo application to evaluate the longevity of the ins before implanting it. Additional information was received. Regarding longevity calculations and expected longevity, the patient was seen again on friday (B)(6) by the manufacturer to confirm longevity after the parameters had been changed and a cycle set up. They had to wait 1 week to be sure of longevity. Longevity now: end of service 10 months. The doctor did not have the information when the ins was implanted that eri would be in 10 months. The patient had not been seen in the meantime to check the programming as she had had 2 previous changes which had each lasted 4 years, she thought that the new ins would last the same. It was reported that the manufacturer representative (rep) had questions regarding what could influence the longevity of a vanta implanted neurostimulator (ins). They have noticed shorter longevity when switching from previous ins¿s to a vanta (previous devices had a lifespan of 4 to 5 years, while the vanta lasted 10 months.) The programming had not changed (same plot configuration, same pulse width, same frequency, comparable impedances). The healthcare providers (hcp) are asking for answers about this decrease in longevity compared to older non-rechargeable inss. Technical services (ts) stated that battery consumption is determined by the combination of settings and impedances. You will have the highest battery consumption when you reach the ins (oor) limit; this limit is determined by all the settings and impedances. For example, if you have very high impedances, it is possible to have high battery consumption even when all the settings are still very low. The rep stated that their question about the battery change is, has it been found that after several changes of non-rechargeable battery the life of the new non-rechargeable stimulator is less than the previous battery. For example: a restore that lasted 5 years, then during a 2nd change the duration will drop to 4 and after another change of battery will drop to 3 years of life and so on. Ts responded that that this describes what might happen when the current drain changes. When the patient requires higher settings, because the impedances have changed after revision or because of the disease progres sion (pain), or lead migration more battery is consumed, leading to a faster discharge. Additional information was received from a manufacturer representative (rep). It was reported that in this case, of course the impedances have increased a little but they remain within the norm, the programming had not changed and the patient was well covered on her pains and to save battery the rep had to change programming. They don't understand why the patient had 2 prime ins's before her vanta, which lasted between 4 and 5 years, and why with the vanta the longevity has dropped below 1 year. The center transmitted the mdt data reports. The rep asked to tell them what might be the problem. Technical services responded that in the mdt data report they cannot see anything that might explain what the rep was describing, in this case the session report is more useful. The rep was asked if they also have the session reports including impedances from the prime and vanta. With the limited information it is unfortunately very hard to draw any conclusion. The rep provided the the prime and vanta session reports. The rep noted that before their modifications, at the beginning of october the stimulator went into eri with a longevity of - 3 months. The rep was able to extend the longevity to 10 months and they are waiting for the patient to come back to see if the coverage is as good as before. For the moment, the ins is still in service and when it is explanted the rep has asked to have it sent for analysis. Technical services responded that in the report of the primeavanced there is unfortunately no group impedance available, which is crucial for the conversion of the voltage to the corresponding ma. They can see the following settings in the report of the primeadvanced ins, at the end of the session the amplitude was increased to 5.15v, and asked the rep: was there any reason for this? Did the patient mostly use an ampli tude around 3.2 v or 5.15v? In case the therapy impedance would be around 1000 ohms, the corresponding current would be 3.2 ma. In case of a higher therapy impedance the corresponding current would be even lower. In the report of vanta technical services could see that the current that is used is twice as high as this corresponding current. Unfortunately, they cannot draw any conclusion because they do not have the actual therapy impedances. Technical services has performed the longevity estimation for primeadvanced and vanta using the settings in the reports; primeadvanced: 3.2v, 300 s and 100 hz (used 24 hours per day, no change in settings) impedance (ohms) estimated longevity 600- 2 years, 1000- 3 years and 3 months, 1200- 3 years and 9 months; 5.2v, 300 s and 100 hz (used 24 hours per day, no change in settings) impedance (ohms) estimated longevity 600- 1 year and 2 months, 1000- 1 year and 11 months, 1200- 2 years and 2 months. Vanta: 6.2ma, 300 s and 100 hz (used 24 hours per day, no change in settings) impedance (ohms) estimated longevity less than 600- 1 year and 9 months, 600-1200 - 1 year and 4 months, more than 1200- 1 year. Based on this result the actual longevity of the implanted vanta ins corresponds to theestimation made in demo mode. If they would assume the therapy impedance is 1000 ohms, then the corresponding voltage of the 6.2ma would be 6.2 v. In case they use this voltage for the longevity estimation of a primeadvanced, it would give you a longevity of 1 year and 3 months. When converting 3.2 v to 3.2 ma and using this amplitude they find a vanta longevity of approximately 3 years and 8 months. Based on the estimations it seems that both ins¿s are operating as expected. According to this they think the main reason for the difference in longevity is the use of a higher amplitude for vanta. Unfortunately, they cannot calculate the actual corresponding current for vanta since they don¿t have the therapy impedances of the primeadvanced. The rep responded that the patient increased her intensity when she felt the paresthesia when the stimulator was switched to eri, which is why the rep asked whether it was necessary to increase the intensities when switching to eri. Before switching to eri, she didn't use the remote control. And the rep doesn't understand why a prime (according to your simulations) lasted 3 years and 9 months, which was the reality, and the vanta only lasts 1 year. The patient is angry and doesn't understand (as the rep does with this duration). Even though the batteries on the prime and vanta are different, and you go from v to ma. The rep doesn't know what to say to this patient about longevity and even with a cycle they can barely predict a longevity of 1 year and 4 months. Technical services responded that for the conversion of v to ma, it is the group impedance that is important, which is unfortunately not available: normally, the neurostimulator continues to deliver the same therapy even once eri is reached. Technical services understands that it is very difficult to explain everything to the patient, but the main reason for the difference in longevity in this case is that different settings are used for vanta and primaadvanced. The calculations showed that if you would use an amplitude of 6.2 v continuously with the primeadvanced, it would also be empty after a year. If with vanta you would use an amplitude of 3.2 ma, you can see from my calculation that the lifetime would also be 3 years and 8 months. Since the settings used for vanta are higher, it normal that it reaches eos faster. In addition, the patient also already needed higher settings at the end of primeadvanced's life this means that the need for higher settings did not appear only when switching to vanta. Therefore, technical services is also afraid that after returning the neurostimulator, the engineers are not going to find anything. Technical services believes the rapid de pletion is due to higher settings. Additional information was received from the rep reporting that the patient was satisfied with the new programming. For the time being the patient does not want to change her ins, no date has been set for the moment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.